Manufacturer narrative:
This medwatch is for the suspect product used in inform system 2. Reference medwatch report with a1 pt for the suspect product used in inform system 1.

Event description:
Reporter alleged obtaining discrepant pt blood glucose results of 265 mg/dl on inform system 1 compared to a result of 110mg/dl on inform system 2 when the comparison was performed within 10 minutes. Reporter stated the pt was not experiencing any hyperglycemic symptoms during the time of the testing. Reporter indicated the pt did not receive any treatment and no actions were taken. It was stated that quality control testing was performed on both systems and both levels yielded acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.